Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances on the left lead. Reprogramming was done but unsuccessful. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.